Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high out of range shock impedances. A review of the lead measurements noted that the right ventricular (rv) lead has a history of high shock impedances since implant. No intervention is planned and the patient will be monitored. No adverse patient effects were reported. The device remains in service.